Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, lens was cracked, noticed upon insertion. Lens was removed and replaced with the backup lens during initial procedure. Additional information was requested and indicated that that the surgical intervention required as a result of this event was to remove the lens and replaced with undamaged lens. No patient harm was reported. Patient was not hospitalized as a result of this event. Doctor¿s prognosis was indicated as ¿no harm.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).